Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a choledochoscopy procedure performed on (B)(6) 2018. According to the complainant, during the end of the procedure, the physician was taking a biopsy using the spybite. The spybite was not able to go through the working channel of the spyscope ds until the spyscope was taken out of the bile duct. When the spyscope was removed from the bile duct, it was noticed that the working channel sleeve protruded. Reportedly, no part of the device was detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual assessment was performed after disinfection. The catheter was kinked near the distal end. As received, the working channel sleeve did not protrude. However, maximum protrusion was observed when the large knob was articulated clockwise, confirming the complaint. A functional assessment was performed. A spybite was inserted into the working channel port and the distal end of the device was inserted into the fixture simulating tortuous anatomy. The spybite passed freely and without resistance through the working channel. The passability issue was not confirmed. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a choledochoscopy procedure performed on (B)(6) 2018. According to the complainant, during the end of the procedure, the physician was taking a biopsy using the spybite. The spybite was not able to go through the working channel of the spyscope ds until the spyscope was taken out of the bile duct. When the spyscope was removed from the bile duct, it was noticed that the working channel sleeve protruded. Reportedly, no part of the device was detached. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.